Manufacturer narrative:
Tracking #.50467. Device-a. D5; h4: info not available, device not returned for analysis.

Event description:
It was reported during a laparoscopic hernia an ems stapler was fired and no staples released. The stapler was repeatedly fired but would not deliver any staples. Another ems was opened to complete the case. There was no consequence to the pt.